Event description:
A medtronic representative reported an issue using navlock instruments and the synergy spine 2.0.1 application. When orthogonal 2d views (axia, sagittal, coronal) the instruments appeared 2-5mm away from the tip location. This behavior is not present in trajectory views. This was identified on a research and development (r&d) system. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. This issue was documented in a medtronic navigation software anomaly tracking database.